Event description:
An error message came up on the carto during an ablation procedure. The tech did not specify what the error said. The tech switched out the handle (interface cable between the catheter and the carto console) twice. Then they switched the catheter with a new one. The problem was solved. No harm came to the patient.